Manufacturer narrative:
Investigation ¿ evaluation: a review of the drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, off-label, unapproved, or contraindicated use by the physician caused or contributed to the event. The physician acknowledged modifying the device by cutting additional drainage holes in the device prior to use. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported encountering resistance while attempting to implant an ultrathane mac-loc locking loop biliary drainage catheter. The device reportedly 'fell apart' while the physician tried to remove and exchange the device. An unspecified piece of the device remained in the patient, accordingly the physician used a wire to removed the retained piece(s) of the device. The physician encountered the same resistance while attempting to implant a second device and the device reportedly fell apart. All pieces were removed and a third attempt with the same product was successful. The physician further described the series of events as an inability to remove the stiffener from the drain and having difficulty getting the drain in place due to the distal tip "accordioning" during insertion. The physician also advised that he modifies the device by cutting additional side holes in the drain to allow for more drainage.